Manufacturer narrative:
An immucor field service engineer (fse) visited the customer site on 12jul2017 to assess the testing instrument in question. The fse found the instrument to be operating as expected.

Event description:
On (B)(6)2017, a customer site reported to immucor technical support an unexpectedly negative antibody screen when tested on a galileo echo on (B)(6)2017.